Event description:
The patient's caregiver reported that the patient, who had been implanted with her first vns a few days earlier, had had a petite seizure and a grand mal seizure since the surgery. Reportedly this was two seizures within two days. The caregiver did not know if the vns was working. Per the patient's treating physician, the patient had had to go to the ER for her two seizures and that this was an increased rate for the patient. She said that she couldn't say whether or not the vns caused the seizures. However she said that the depakote levels were below normal limits at the time of the seizures and said that there were other factors that could be in play. The vns was off at the time of the event. The manufacturer's device history records of the patient's generator were reviewed. The device passed all final quality and functional tests prior to release. No further relevant information has been received to date

Manufacturer narrative:
Device manufacture date, corrected data: manufacturing date inadvertently reported incorrectly on the initial MDR. New date: 10/04/2017.